Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The device was not returned for investigation. Based on clinical description, the root cause of low flow was most likely due to biomaterial ingestion.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
The complainant reported that during impella cp support for 67-year-old male patient, there were continuous suction alarms. Neither pump repositioning nor fluids helped, therefore, pump was explanted. Following explant, there was tissue found in the cannula, which was determined to be "fibrin" thrombus.